Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 a pump error alarm on the insulin pump. Customer also reported issues with a blank screen. Blood glucose level at the time of the incident was 147mg/dl. No symptoms or treatment of patient required. Trouble shooting occurred but issue remains unsolved. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No frozen display noted during testing.